Event description:
As published in an article, a hemodialysis pt's platelet count was noted to decrease after dialysis, while being dialyzed with a f160 membrane. The treatment was ordered without heparin. The pt was reported to have no episodes of bleeding or bruising. The pt was switched to an alternative dialyzer and completed dialysis therapy with no further sequelae. There is no sample available for evaluation.

Manufacturer narrative:
The lot number remains unknown and a batch record review is not able to be completed. Development of thrombocytopenia represents an idiosyncratic pt reaction. Hypersensitivity reactions are listed on the label for use as potential side effects. Development of thrombocytopenia and intradialytic reductions in platelets is a well-recognized complication of hemodialysis and has been reported with many different dialyzers and dialysis membranes.